Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed with the review of medical records. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: item # us157858, cup, lot # 598140, item # 139266, taper insert, lot # 432590. The event was not a result of a device malfunction as previously reported.

Event description:
It was reported that a patient underwent a revision surgery approximately 4 days post implantation due to allegations of leg length discrepancy. Left side longer than right. Op notes indicate the stem was revised. During the surgery, a hematoma was found deep in it band. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant products: unk liner lot#unk item#unk, unk head lot#unk item#unk, unk cup lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11245, 0001825034-2017-11246, 0001825034-2017-05250.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05250. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip revision approximately four days post-implantation due to leg length inequality.